Event description:
It was reported that during a rotational atherectomy treatment procedure, the burr became stuck in the lesion. The 100% de novo lesion was located in the severely calcified and non-tortuous proximal left anterior descending artery (lad). A 1.50mm rotalink burr was used to treat the lesion. During ablation, it was noted that the device stalled and subsequently became stuck in the lesion. While attempting to retrieve the device, the physician encountered difficulty but was able to remove the device as a unit and intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the rotablator plus unit handshake connections were connected together. A rotawire was returned inserted in the plus unit. The spring tip of the rotawire was stuck to the annulus of the burr. Reference attached photo #1. The rotawire was removed without any difficulty. It was noted that the rotawire was kinked. The burr was microscopically examined and the annulus of the burr was found to be misshapen and damaged. There were no scratches that exposed brass on the plated back half of the burr. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).